Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with phrenic nerve stimulation. The left ventricular lead was programmed off. The patient experienced no consequences and was in good condition.